Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The fse that found the issue installed the fiber optic assembly and the fiber optic test passed. The iabp was then returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a fiber optic assembly issue. This issue was found during a preventative maintenance (pm) by a getinge field service engineer; (fse). There was no patient involvement and no adverse event was reported.